Manufacturer narrative:
From the device history record, lot number 190930-15-sh was finished on 10/17/2019. No exception was recorded in the device history record that could lead to the reported incident. The average linting data is 0.183g / 10 pieces. There is no occurrence reported in the past 12 months for this lot. No sample returned for investigation, only photos were provided. The picture shows lint on the gloves. It looks like white lint; however, the product is in blue color. From the investigation, there is no abnormal situation which happened during production and DHR. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but supplier will continue to monitor the trend of this type of incident. According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces). In the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid linting stuck onto the products during product's transfer.

Event description:
Based on information from the customer the towels reportedly leave lint in the sterile field and in the patient's body. No injury to patient was reported.